Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. (B)(6).

Event description:
The mother of the patient reported that the keypad is responding intermittently. She stated that the keypad is not damaged and the pump is not exposed to water.